Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. After repositioning the rv lead it was noted the patient's blood pressure had dropped. A stat echo was performed and a thrombus outside the heart wall image was discovered. A pericardial window and chest drainage tube was placed by a CT surgeon. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.